Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono floor system. Prior to the start of a procedure, the user discovered that no stand movements were possible and a stand/table error was displayed. The procedure had to be performed on an alternative system. We have no indications of any adverse effects on the health status of the involved patient.